Manufacturer narrative:
(B)(4). Date sent: 11/14/2016. (B)(4). The analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridges reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass variation procedure, the device with a green reload it was noticed that in the first fire the staples line was only possible until 3/4, without conclusion of the last 1/4 of the staples line. Finally, at the last fire the surgeons replaced the device for a new one, using a gold cartridge and the procedure has finished as usual. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).